Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The lot history record no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the dragonfly optis imaging catheter became stuck on the guide wire during removal. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, it was noted that the guide wire felt sticky during removal, indicating the guide wire may have sustained damage; however, this cannot be confirmed. Based on the information provided and because the guide wire was not returned for analysis, it is unknown what may have caused the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9: device available for evaluation updated to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional dragonfly optis device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during the procedure, the dragonfly optis imaging catheter was to be used in the left main coronary artery (lm) and the left anterior descending (lad) artery. The device was pulled back into the catheter; however, the distal end of the device was stuck on the balanced middle weight (bmw) guide wire (gw), and the guide wire felt sticky when removing. There was no device separation or other damage noted. The devices were removed as a single unit. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.